Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is inconclusive due to poor sample condition. Two photo samples of the proximal segment of a 4 fr groshong nxt connector was provided for evaluation. The connector is not shown to be be assembled with distal segment. Material deformation is visible on one of the locking arms. A slight bend in the metal cannula appears to be present; however, the device could not be clearly inspected from the image. The second image shows the opened kit packaging label. The label information indicates lot: recv1507. The connector could not be functionally tested for an occlusion; therefore, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the proximal end of the transparent extension tube was damaged and occluded. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1507 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of the transparent extension tube was damaged and occluded. No other information was provided.